Event description:
It was reported during an unspecified treatment procedure, a balloon hole occurred. Vascular access was gained via the left common femoral artery. The target lesion was located in the right popliteal artery. A non bsc guide wire was used with a coyote es otw 2mm x 40mm x 144cm balloon catheter. The non bsc guide wire punctured the balloon proximal to the right of the distal marker band. Under fluoroscopy the guide wire was protruding from the balloon's proximal tip. The procedure was completed with a sterling 2.5x40mm balloon catheter. No patient complications were reported and the patient's status is okay.

Event description:
It was reported during an unspecified treatment procedure, a balloon hole occurred. Vascular access was gained via the left common femoral artery. The target lesion was located in the right popliteal artery. A non bsc guide wire was used with a coyote es otw 2mm x 40mm x 144cm balloon catheter. The non bsc guide wire punctured the balloon proximal to the right of the distal marker band. Under fluoroscopy the guide wire was protruding from the balloon¿s proximal tip. The procedure was completed with a sterling 2.5x40mm balloon catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen of the catheter. A .014" guidewire was inserted into the tip and advanced through the lumen; there was no damage or irregularities to the lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).